Event description:
In 2003 the device displays "eos" at interrogation. Pacing at 50 ppm, therapies off, device unable to be interrogated. Previous interrogation device was programmed to a rate of 70 ppm and therapy on. Device accepted programming change to rate of 70 ppm. Device displayed "eri" with battery voltage of 4.03v. Device was explanted.